Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation.

Event description:
A resident sustained a foot fracture during a transfer using a maxi sky 600 ceiling lift and a sling. Allegedly, the injury occurred because the foot became entangled in the blanket or bedding. No malfunction of either the lift or the sling that could have caused the reported resident injury was identified.